Event description:
On 8/jul/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted an unspecified infection and was being treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of diarrhea and constipation (past several days), bloating, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 24 mm3, polymorphs = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg x 2 doses, vancomycin 1500 mg every 5 days x 14 days, and oral nystatin 500,000 units x4 tablets until the last dose of antibiotics is administered. The patient¿s peritoneal effluent culture result returned positive for staphylococcus (species not provided), and the patient¿s ceftazidime was discontinued. Per the pdrn, causality was attributed to either an unspecified touch contamination event or the transmural migration of bacteria to the peritoneum due to constipation. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. A repeat cel count was obtained (date not provided) which revealed the patient¿s wbc count decreased to 30 mm3, and the polymorphs were down to 13%.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of diarrhea, constipation, peritonitis (characterized by abdominal pain, cloudy peritoneal effluent fluid, and bloating) which required antibiotic therapy. The definitive etiology of the serious adverse events is unknown; however, the pdrn reported the events were possibly due to his recent constipation or an unspecified touch contamination event. Staphylococcus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/jul/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted an unspecified infection and was being treated with antibiotics. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of diarrhea and constipation (past several days), bloating, abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 24 mm3, polymorphs = 89%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) ceftazidime 2000 mg x 2 doses, vancomycin 1500 mg every 5 days x 14 days, and oral nystatin 500,000 units x4 tablets until the last dose of antibiotics is administered. The patient¿s peritoneal effluent culture result returned positive for staphylococcus (species not provided), and the patient¿s ceftazidime was discontinued. Per the pdrn, causality was attributed to either an unspecified touch contamination event or the transmural migration of bacteria to the peritoneum due to constipation. The pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency and/or malfunction. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. A repeat cel count was obtained (date not provided) which revealed the patient¿s wbc count decreased to 30 mm3, and the polymorphs were down to 13%.